Manufacturer narrative:
The lot number was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prothesis (ipp) surgery as the previous ipp was not working properly. A new ipp was placed. There were no patient complications.